Event description:
The customer reported that prior to use on a pt, the iabp generated a "function not available" message. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
This message advises the user that they are attempting to use pressure before zeroing the pressure channel. The company rep has advised the customer, and they are satisfied with the explanation. (B)(4).